Event description:
It was reported to boston scientific corporation that a securi-t percutaneous replacement gastrostomy tube was used during a replacement procedure (exact date is unknown). According to the complainant, after the procedure, a hole on the flange of the cap was found. The device was replaced with a new securi-t percutaneous replacement gastrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; hole on the length of the feeding tube.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). A visual examination of the device found the round external bolster located at the 3 cm mark and the c-clamp at the 11.5 cm mark. The feeding tube was cut at approximately 4 cm proximal the 15 cm mark and the universal adaptor (y-port) was inserted in the proximal end. Radial cuts were found on the tubing at approximately 2 cm proximal the 15 cm mark. No other issues were noted with the device. The condition of the returned unit was consistent with the complaint incident that the feeding tube had a hole. Radial cuts were found on the tubing at approximately 2 cm proximal the 15 cm mark. The proximal end of the device had been cut to place the universal adaptor (y-port) after device placement. It appears the user cut/ nicked the tubing during this placement step. Therefore, the most probable root cause is operational context.